Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in a very calcified and tortuous right coronary artery. The lesion was predilated with a 2.5x15mm balloon. The physician attempted to place a taxus express2 3.5x16mm drug eluting stent but was unable to cross the lesion. The stent delivery system was pulled back into the guide catheter and a couple of the struts were lifted. The procedure was completed with another taxus stent. No pt complications occurred. Pt status is satisfactory.